Event description:
On (B)(6) 2012, it was reported that the patient's infusion device was displaying the e4 occlusion error even after changing the insulin infusion set and during follow up with the patient it was also discovered that he has been having issues with the insulin cartridge leaking around the plunger. The issues have been occurring for three weeks. During troubleshooting, e4 was displayed when attempting to prime the infusion device. After removing the infusion set, the patient primed successfully through the infusion device adapter. The patient stated that the occlusions are causing his blood glucose level to be elevated; at the time of report 600 mg/dl. Patient again changed the infusion set and the infusion site and is still receiving the e4 error. The patient switched to his back-up infusion device and was able to correct his elevated blood glucose levels using the same infusion set that he had been using when he received the e4 errors with his primary infusion device. His blood glucose levels returned to normal. He has not had any further issues with insulin cartridge leakages. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, infusion set and the adapter were replaced and requested to be returned for evaluation.